Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (8 mg/ml at 2.5 mg/day) and bupivacaine (1 mg/ml at 0.3 mg/day) via an implantable infusion pump. The patient¿s relevant medical history was not available at the time of this report. It was reported a motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The hcp did not believe the patient had had any magnetic fields around the pump on the date of the report but would look into it a little more. The event logs had not been read. It was further reported that the pump was explanted and was to be sent back for analysis. The pump was replaced with a new pump. Follow-up was being conducted to obtain troubleshooting performed related to the motor stall. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Upon device return, analysis of the pump found motor gear train anomalies; specifically corrosion and/or wear and/or lubrication, and a stall due to shaft-bearing.

Manufacturer narrative:
Evaluation conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.